Event description:
A customer reported a false positive total beta-hcg result on a pt serum sample. Urine hcg results were negative. Upon repeat analysis with the original serum sample, negative results were reported from the same instrument and by an alternate method. False positive total beta-hcg results may lead to inappropriate physician action. There was no report of harm as a result of this event.